Event description:
The technician reported that the bed has no nurse call and he cannot set the bed exit alarm. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician replaced the side com board, side rail interface board and the side com cable and the issue remains. The technician found the side com interface board cable assembly is open causing the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed function cable assembly to resolve the issue. Based on this information, no further action is required.